Event description:
It was reported the patient was having their implantable neurostimulator (ins) removed on (B)(6) 2013. Additional information received reported the patient had pain and redness at the ins site. It was noted the patient stated the ins site was sore and they wanted the ins removed. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 7425, serial# (B)(4), implanted: (B)(6) 2008. Product type: implantable neurostimulator: product ID 3987a, lot# n0029689, implanted: (B)(6) 2005. Product type: lead: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 748951, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension. (B)(4).

Event description:
Additional information received reported that the patient had the stimulator removed with no complications.